Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that all electrodes had open circuits except the case and the pair of the case and 2. The device was reprogrammed to new settings, and the results were unknown at the time of the report. It was reported that the patient's signs and symptoms included difficulty voiding in the evenings. The patient did not require hospitalization. The reporter stated that the patient may require a revision, but it was unknown at the time of the report. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient was at his physician's office on (B)(6) 2013 for reprogramming and device check. It was noted that both wires were "bad only one option was left for programming", and that the batteries were "more depleted than they expected". It was stated that there was an "issue with the leads". The caller was redirected to the patient's health care provider to discuss having patient's implantable neurostimulators explanted. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report number: 3004209178-2013-03156.

Manufacturer narrative:
Product ID 3093-28, lot# v826029, implanted: (B)(6) 2011, product type: lead. Product ID 3093-28, lot# v826029, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).